Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the other day they were sitting on the couch and all the sudden he went to get up and close to the crack of his butt he felt a burning sensation and felt like he was on fire and jumped up quick. The patient felt uncomfortable burning sensation. The patient was still not getting desired therapeutic effect, if he was sitting he was ok but as soon as he stands he has urinary incontinence. It was noted that therapy was off when checked with programmer. The reason for the call was confused about patient programmer (pp) use and needs assistance. Patient stated he was having problems and he did not know if it was him or the pp. Patient reported he was on p1 amplitude was at 0.0 and stimulation was off. Patient stated he did not turn stimulation off, however the patient also appeared to be confused during the call and stated several times he feels like he was losing his mind sometimes. Patient stated he was trying to" fiddle around here". When patient attempted to increase amplitude from 0.0 he encounters the upper limit message. Patient services reviewed that this means he is programmed so that he cannot increase beyond 0.0 on p1. Reviewed how to change programs. Patient changed to p2 with amplitude at 3.0 where he can feel stimulation sensation. The patient will follow up with his managing hcp regarding therapy concerns, and reviewed therapy expectations. No further complications were reported/anticipated.

Event description:
Additional information received from the patient. Patient stated stimulation was not off, it was one. When patient experience the discomfort there is nothing that he can do but wait it out and it's only a few minutes. Patient is still having the incontinence when standing and said the issue is really more so urgency to get to the bathroom. Patient's weight at the time of the event was around 235 and probably 232 now. The patient has not confirmed with their managing healthcare provider (hcp). Therapy was on and set at p4 at 2.9. Patient asked for assistance adjusting amplitude and was recommended to decrease amplitude first, to see if this might resolve the discomfort when sitting but the patient declined, stating that the discomfort is not all the time and only intermittently. Patient increased amplitude to 4.0 and then decided to decrease down again. Currently he is not feeling discomfort and he is sitting. The patient will need to follow up with his managing hcp.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.